Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and found that the system was not able power on. Upon troubleshooting, fse checked the m cabinet , powered on ippc and host pc manually and boot up successfully and found host pc needs to be replaced. To resolve this issue, fse replaced host pc. The defective host pc was returned to philips for analysis and found that the cause of the failure could not be conclusively determined by the supplier's part analysis. After replacement, the system was returned to use in good working order. The codes were updated based on investigation outcome. Evaluation method code was updated correctly.

Event description:
It was reported to philips that system was unable to startup. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.